Event description:
Discordant immulite 2000 xpi hcg results were generated on one patient sample. The laboratory repeated the sample since it did not match the initial result. There was no known report of treatment given or withheld based on the discordant hcg results.

Event description:
Discordant immulite 2000 xpi hcg results were generated on one patient sample. The laboratory repeated the sample since it did not match the initial result.there was no known report of treatment given or withheld based on the discordant hcg results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 xpi instrument. After analyzing the instrument, the fse replaced the incubator cover which corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 xpi instrument. After analyzing the instrument, the fse replaced the incubator cover which corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required. (B)(4) 2012, additional fse information received - the fse decontaminated the water and substrate lines, replaced the co2 scrubber, water line filters, reagent and sample probes. He changed the seals on both dilutors, verified the dispense volumes of the water and substrate pumps and then changed the incubator cover.